Manufacturer narrative:
Although it may have been a contributing factor, the pt's death was not solely attributable to the mca stroke as per the physician. It was reported that this female pt had previously hemorrhaged twice from the aneurysm and was in very grave condition pre-operatively (h&h grade IV). The family was advised that the likelihood of a meaningful recovery despite treatment was approx 5%, if not less. The prod is not available for eval and testing. Add'l info will be submitted within 30 days of receipt.

Event description:
The physician was proceeding to complete the coiling of an mca aneurysm with a complex fill 8 x 24 trufill dsc orbit coil, when the random loops of the coil began to herniate into the parent vessel. By making minor adjustments, the coil was repositioned. This happened a second time; however, the second time, when then physician was again making only very minor adjustments to reposition the coil, he felt a sudden difference, as if the coil had detached. It was confirmed that the coil had indeed detached, but had definitely not stretched prior to detaching. The detachment zone was well within the microcatheter, with an estimated 10cm of the 24cm coil within the aneurysm. As it was felt that the coil could not be successfully pushed into the aneurysm, an unsuccessful attempt was made to snare the coil. However, this resulted in more of the coil coming out of the aneurysm, resulting in an mca stroke. It was noted that the pt subsequently expired eight days after the procedure.